Manufacturer narrative:
Device passed displacement test, rewind, and basic occlusion test. Device received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. Motor passed motor test. Motor may have had an intermittent failure not detected during our testing. Device received with cracked case on display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor position encoder error alarm and a motor error alarm. Customer's blood glucose was 38 mg/dl. Customer treated low blood glucose with food to 183 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.